Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the insufflation unit exhibited rust inside the co2 insufflation connector on the front panel and damage to the pinch valve. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, please see phenomenons below: phenomenon 1. It was surmised that this was abnormal flow rate caused by faulty pinch valve. Phenomenon 2. It not possible to surmise from the available information why the inside of the connector was corroded. There was no fact indicating that the cause was a misuse. Phenomena were confirmed at olympus. Olympus will continue to monitor field performance for this device.